Event description:
It was reported a balloon ruptured during a peripheral angioplasty procedure. Another balloon catheter was used to successfully complete the procedure without patient complications. No further details regarding the circumstances surrounding this event were available from the user facility. The device was received, evaluated and retained by this manufacturer. The engineering evaluation revealed a pin-hole leak 2mm distal to the proximal radiopaque marker. Chatter marks were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistent contact with a sharp external source, chatter marks on the balloon surface. Co believe the above factors contributed to this event and does not attribute it to the device. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."